Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision tkr performed on (B)(6) 2015 by dr (B)(6) at (B)(6). Primary tkr done on (B)(6) 2013, same surgeon and hospital. Patient experienced pain on the medial side of the knee. On opening the knee, the tibial component was found to be loose. No infection appeared to be present. Tibial and femoral components were removed. Femoral component was well fixed. Pfc tc3 rp was implanted with stems on both femur and tibia. X-ray photos are available. (B)(6). This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).